Event description:
A staff nurse reported that the blue joint valve came unplugged/disconnected by itself during the irrigation/aspiration (I/a) portion of a cataract procedure. The surgery was completed with no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).